Manufacturer narrative:
Device evaluation summary: the product was returned to the mentor for evaluation. The mentor conducted a visual inspection, leak testing, and microscopic examination of the returned tissue expander. Visual analysis of the returned sample revealed that no damage or anomalies were observed on the ce med height te 350cc tissue expander. Leak testing was performed, in accordance with mentor procedures, and a tear was noted at the junction between the anterior patch and bladder a microscopic examination was performed, and the cause of the tear could not be identified. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Based on the current information, a product issue was identified during the investigation of the sample received. This product issue will be addressed through mentor¿s quality system. Per procedure, the device was visually inspected for incorrect vulcanization conditions, defects, and for leaks and was manufactured following normal processes. The complaint device lot is not related to a nonconformance, nor its related shell sub-assemblies, which were found compliant with thickness and material viscosity specifications. The cause of the tear cannot be determined. This complaint cannot be confirmed as a manufacturing defect. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On aug 10, 2023, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. A photo of the device was returned for evaluation. Photo evaluation summary: upon visual evaluation of the image provided in the complaint, the tissue expander appears deflated with a rent. As the product involved in this complaint was not received, the device couldn´t be analyzed according to our procedures. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Initial reporter phone number: (B)(6). Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a breast reconstruction with a mentor tissue expander 350cc and experienced deflation on the right side post-operatively. As a result, the patient underwent removal and replacement with a similar device on (B)(6) 2023.